Event description:
It was reported that the camera head presented an e222 error. There was no patient involvement on this reported event, no harm reported due to the event.

Manufacturer narrative:
E1- address: full name of the establishment- (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.

Event description:
It was reported that the camera head presented an e222 error. There was no patient involvement on this reported event, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A device history review - DHR was conducted, and no issues were identified. Based on the results of the investigation, no nonconformities were found related to this complaint olympus will continue to monitor field performance for this device.